Event description:
The customer contact report the patient received more medication than intended. At an unspecified time, channel a of the pump was programmed to deliver solinitrine 25mg/250ml at a rate of 10ml/hr with a volume to be infused (vtbi) of 250ml and the delivery was started. After approximately 10 to 30 minutes, the patient's systolic blood pressure decreased to 60mmhg. It was reported that the pump programming was reviewed and it was noted that the device displayed a 60ml total volume infused. The delivery was stopped and the patient was treated with unspecified IV fluids. After an unspecified length of time, the patient's blood pressure was reported to have returned to normal values. The device was removed from clinical service. There were no reported adverse patient sequelae. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.